Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. (B)(4) the actual sample consisting of a sheath and a dilator in the combined state was returned for valuation. Magnifying inspection revealed that the distal edge of the sheath tube had been pushed and rolled back in the axial direction. A small gap had been generated between the dilator and the sheath tip on this area. No other gap was noted on the circumference where the sheath tip meets the dilator. The sheath was separated from the dilator carefully for further inspection. Magnifying inspection of the sheath cap component revealed no deformity or no other anomaly observed inside. The dilator was dimensionally inspected for the length of the tapered segment, the outside diameter, and the protruding length from the sheath when the two devices were combined with each other securely, and all dimensions were verified to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date that was inadvertently not documented in the follow no. 1. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4: UDI - unknown due the lot number being unknown, howerver, the di portion was provided. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. With the involved lot number unknown, review of the relevant records, including DHR and the complaint file was not carried out. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not received

Event description:
The user facility reported difficulties with the involved device. Follow up communication with the user facility confirmed the following information: when the sheath was being inserted there was significant resistance and the right radial was aborted; cause is being attributed to a faulty glidesheath slender; the case then went to the rfa; the patient was reported to be stable; significant hematoma in the right wrist post procedure; and the procedure was successful.